Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference # (B)(4). Medwatch report# 5103682.

Event description:
It was reported to resmed that the pressure delivered from an airsense 10 CPAP was greater than 30 psi. Serious injury with required intervention was reported. No further information was provided.